Event description:
It was reported that when the asymptomatic patient presented in clinic for follow- up, the device was found in back up vvi mode. A device download was successfully performed to restore the device.